Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated there was a crack near the battery compartment; they stated there was no evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings:a battery compartment crack was discovered on investigation. Moisture was observed within the battery compartment. A battery compartment leak was discovered during leak testing.